Manufacturer narrative:
Batch records were reviewed and showed no deviations. Visual inspection of the optic part took place and no optical deviations could be found. Review of the historical complaint data base revealed that no simular complaints from this lot number were received. Halos and/or glare are a known and labeled possible side effect of multifocal lens implant. While we were unable to determine the definitive cause of this event, our investigation reasonably suggests it is not manufacturing related.

Event description:
The physician reported the multifocal intraocular lens (iol) was removed and replaced without complication due to the patient's issues with glare.